Event description:
It is alleged that the pt underwent ceramic on ceramic hip replacement surgery and subsequently experienced a squeak coming from the hip." A review of medical records indicates that the pt has also reported leg pain. Left hip was aspirated. The microbiology results indicate moderate pmns (polymorphonuclear cells) and no organisms seen.

Manufacturer narrative:
This info on this per was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available at the time of the per due to the ongoing litigation. DHR & complaint history review; review of patient history. Results: inconclusive.